Event description:
It was reported to boston scientific corporation that a capio suture capturing device was used during a ureterosuspension procedure performed on (B)(6) 2013. According to the complainant, during the procedure, after the capio device was fired, the needle entered the ligament, but did not come out of the other side of the ligament. This needle was removed from the ligament using dissecting forceps. A new suture was opened, and suturing was attempted a second time. Ths time, when the device was actuated, the needle was deployed and caught in the capio cage. However, in the process, the needle detached from the suture and remained in the capio cage. The vagina was then closed using a vicryl 3 0 suture, and a sacrocolpopexia with net was performed via the abdominal area instead. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.